Event description:
It was reported while using bd intima ii¿ IV catheter prn adapter there was corrosion on the needle. This occurred twice. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the hospital personnel unpacked the product and found that the entire indwelling needle body was rusted, and after pulling it out, they found that the steel needle body had glue.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 15-may-2023 h6: investigation summary: a device history review was conducted for lot number 2137566. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, two samples were returned to aid in our investigation. Our engineers reviewed the devices under a microscope, and were unable to identify rust or other foreign bodies. Unfortunately without the ability to observe the reported nonconformance, our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima ii¿ IV catheter prn adapter there was corrosion on the needle. This occurred twice. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the hospital personnel unpacked the product and found that the entire indwelling needle body was rusted, and after pulling it out, they found that the steel needle body had glue.